Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2018, during a scheduled revision of the atrial and right ventricular leads, the testing and measurements could not show any fault of the leads, even though previous follow-ups showed multiple problems. The physician reported that he suspects a header problem of the subject defibrillator. For the patient's safety, he decided against the revision of the leads and just replaced the subject device.

Event description:
On (B)(6) 2018, during a scheduled revision of the atrial and right ventricular leads, the testing and measurements could not show any fault of the leads, even though previous follow-ups showed multiple problems. The physician reported that he suspects a header problem of the subject defibrillator. For the patient's safety, he decided against the revision of the leads and just replaced the subject device.

Manufacturer narrative:
(B)(4)